Event description:
It was reported that the customer was hospitalized with high bgs. The doctor feels the incident may be related to the device, however, the customer was not available to troubleshoot the pump. Requested that the customer contact the company when customer is available for troubleshooting.